Event description:
This MDR is related to MDR 3013840437-2021-00170 referring to the same patient. Follow-up information was received on 30-sep-2021: the author confirmed that belotero was not identified as the cause of the adverse reactions. The same held true for etermis. The author did not know the factors attributing to complications, they were only partly filler dependent. The outcome of the events remained unchanged. Due to the provided information, the reporter's causality was changed from reasonable possibility to not related.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, a late inflammatory response (injection site inflammation), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: decates, t., kadouch, j., velthuis,p., rustemeyer , t.,(2021) immediate nor delayed type hypersensitivity plays a role in late inflammatory reactions after hyaluronic acid filler injections. Clinical, cosmetic and investigational dermatology, 581-589, doi: 10.2147/ccid.s312198.

Event description:
This MDR is related to 3013840437-2021-00170 referring to the same patient. This is an exemplary case about 1 of 12 patients (11 patients were female, more than 38 - 66 years old). This is a literature report from a study aimed to investigate the role of hyaluronic acid fillers in inducing delayed-type hypersensitivity reactions by using intradermal skin-testing in patients with late-onset inflammatory adverse events to hyaluronic acid fillers. This literature report from netherlands concerns a patient. The patient was injected with hyaluronic acid, into the nasolabial fold, marionet lines, lips, cheeks, full face and tear trough (off label use of device, intentional device misuse). The patient medical history included atopic dermatitis and allergies for cats, avocado and nickel. As reported, the patient voluntarily lost 60 kilograms of body weight. As reported, the patient was not pregnant or had an intent for pregnancy, was not breastfeeding, did not have any active inflammatory or infectious skin condition at the sites used for testing (arms and back), a known coagulopathy or use of non-steroidal anti-inflammatory drugs, use of steroids or other anti-inflammatory medication, alcohol and/or drug abuse, or had a severe or unstable (autoimmune) co-morbidity. After the hyaluronic acid injection, the patient experienced a late inflammatory response in the face. The reported inflammatory symptoms consisted of erythema, swelling/edema and nodules concurring with the injection sites. It was treated by the patients own physicians with hyaluronidase, intralesional corticosteroids, intralesional laser therapy and excision. The patient was referred to the outpatient clinic, for diagnostic evaluation of potential hypersensitivity reactions to hyaluronic acid fillers. At that time the patient did not have an active late inflammatory response. The patient first underwent regular patch testing performed with the european baseline series, the regional series of cosmetic products, fragrance series and own cosmetic products. Allergens were tested using van der bend test chambers, applied on the back and covered with fixomull stretch. Readings were performed on day 2, day 3 or day 4, and day 7. Skin prick tests were performed with 0.05 ml of the series of inhalation allergens and intracutaneous tests with 0.1 ml boluses of six fillers which were tested on both inner sides of the medial upper arms in a randomized manner. The tested fillers were juvederm® volbella, restylane® kysse, stylage® m, belotero® balance, etermis® 2. The skin prick tests and intracutaneous tests were read after 15 minutes. In addition, the intracutaneous tests were read after day 2, day 3 or day 4, and day 7. Potential late reactions were monitored after 2 and 4 weeks, and the patient was instructed to contact the department in case of any later reaction. A positive allergic reaction was defined as redness, firmness, pain or swelling at the site of injection. Patch testing showed positive allergens for nickel, amerchol-101, 4-tert-butylphenol butylcarbamate, turpentine peroxide, methyl methacrylate and several other reactions on acrylates. No positive reactions were found in the inhalation skin prick tests, or any of the intracutaneous filler tests neither immediately or during the 4 months follow-up. Due to the provided information, the outcome of the events was considered as resolved. In the opinion of the authors, since the filler aliquots were injected intradermally, and the degradation of the used hyaluronic acid fillers took approximately 6 - 12 months, both type-I and type-IV hypersensitivity reactions were investigated by this approach. Aside from the study limitations, the results suggested that a systemic immune response as etiological basis for late inflammatory response was not probable. Other plausible cause of the delayed inflammatory response included micro-organisms, structural changes in chemical composition of the filler substance, too much product, faults in choice of filler type or injection technique, trauma (local), lifestyle change/concomitant systemic disorders (systemic) and an altered immune status (systemic).